Event description:
The pump reportedly gave a bolus dose on its own. It had been set up to infuse meperidine 10mg/ml, 10mg patient-controlled analgesia dose with a 10 min pt lockout and a 300mg 4 hr limit. The pump had been running on direct current power when it alarmed low battery and empty syringe. A nurse reports that "when machine was plugged in, it bolused 50mg of demerol." The pt reportedly became lightheaded but had no other adverse effects. This pump was discontinued and the pt was monitored closely. No adverse sequelae were observed. No add'l info was available.